Manufacturer narrative:
(B)(4). The following mdrs were also filed: MDR 3005248192-2011-00012 and 00014. The root cause of this event is being investigated.

Event description:
The abbott m2000 system is intended for use in performing nucleic acid testing in clinical laboratories. It is comprised of the abbott m2000sp and the abbott m2000rt instruments. The abbott m2000sp is an automated system for performing sample preparation for nucleic acid testing. An r and d engineer at abbott molecular in (B)(4), reported that the m2000sp optical sensor for the liquid waste failed the inspection criteria from instrument service advisory (isa) (B)(4) as it had a crack in the red window. The engineer indicated that the sensor was functioning and had no indication of overheating. The sensor was replaced as a precaution per isa (B)(4). The r and d engineer did not experience any harm from the incident.